Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 24. On (B)(6) 2020, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and inflammation. No further patient complications were reported.